Event description:
Complaint states: "one of our experienced internal medicine physicians was inserting a central line into a patient and asked me to come in the room. He then proceeded to ask me if I had ever seen this before. The catheter was fully advanced and he was at the point in which he just had to pull the wire out. The problem came when he couldn't remove the wire. No matter what he did the physician could not pull the wire out. It wouldn't even budge. In the end he had to remove the whole line and wire and start again. Once the line and wire was removed the guide wire came out with little issue. However, the wire looked unlike other wires after they are removed. The end was quite curved. A second cvc was inserted without issue." It was reported the patient was "fine."

Manufacturer narrative:
(B)(4).

Event description:
Complaint states: "one of our experienced internal medicine physicians was inserting a central line into a patient and asked me to come in the room. He then proceeded to ask me if I had ever seen this before. The catheter was fully advanced and he was at the point in which he just had to pull the wire out. The problem came when he couldn't remove the wire. No matter what he did the physician could not pull the wire out. It wouldn't even budge. In the end he had to remove the whole line and wire and start again. Once the line and wire was removed the guide wire came out with little issue. However, the wire looked unlike other wires after they are removed. The end was quite curved. A second cvc was inserted without issue." It was reported the patient was "fine".

Manufacturer narrative:
(B)(4). The customer returned one guide wire and catheter for analysis. The guide wire was returned advanced within the catheter. Definite signs of use were observed on the components. Initial visual analysis of the catheter and guide wire revealed that the catheter was bent towards the distal tip due to the bending of the guide wire. The guide wire was then removed from the catheter to further analyze the components. The guide wire contained three major kinks/bends along the body. The distal j-bend appeared misshapen but intact. Microscopic examination of the guide wire confirmed the defect and that both welds were present and appeared full and spherical. Once the guide wire was removed, microscopic examination of the catheter did not reveal any defects or anomalies. The major kinks/bends in the guide wire body measured 113m, 370mm, and 434mm from the proximal tip. The overall length of the guide wire measured 451mm which is within the specification limits of 450 - 458mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.793mm which is within the specification limits of 0.788 - 0.826mm per the guide wire product drawing. The catheter body length measured 166 mm which is within the specification of 157 - 177mm per catheter product drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit , which states "thread tip of catheter over swg. Sufficient swg length must remain exposed at hub end of catheter to maintain a firm grip on swg. Grasping near skin, advance catheter into vein with slight twisting motion." The returned guide wire was threaded through the returned catheter, and the undamaged portions passed with little to no resistance. A manual tug test confirmed that both distal and proximal welds are secure and intact. The IFU provided with this kit informs the user, "do not apply undue force on guidewire to minimize the risk of possible breakage. Do not apply excessive force in removing guidewire or catheter." The analyses were performed based on a general ask-42703-prj kit as the lot number and potential lot number were not provided. The report that the guide wire was kinked was confirmed through examination of the returned sample. The guide wire was kinked/bent in multiple locations along the guide wire body. The guide wire and catheter met all relevant dimensional and functional inspections. Based on the returned sample and the complaint investigation, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.